Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit would not audibly alarm. There was no report of patient involvement.